Event description:
It was reported to boston scientific corporation in 2008 that a wallflex enteral colonic stent was used during a stent placement procedure in a male patient in 2007. According to the complainant, the patient was admitted on the day before with nausea, vomiting, constipation, and bloating. He was diagnosed with an intrinsic, localized colorectal tumor (sigmoid colon). The physician recommended " ... A wallflex stent [as a] bridge to surgery... [The] wallflex stent implant [procedure occurred] the next day... [The] procedure was not successful. [A perforation occurred during stent release. [The] guidewire was advanced correctly. When liberating the stent, the stent opened with the proximal end corresponding to one of the two [bends] of the neoplasia. This caused the wall perforation. [The] patient underwent surgery [left colostomy] the same day.... [There were]... No complication[s during] the surgical treatment.... [The] patient [was] discharged on [four days later]."

Manufacturer narrative:
The device has been discarded by the user facility, therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. A search of the complaint database revealed no additional complaints recorded for this lot. The december 2007 15-month wallflex enteral stents product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.